Event description:
The following information was obtained through the literature beach chair position in a patient with subclavian steal syndrome and axillary lymph node dissection, a case report. It was reported per the literature a clearsight system showed lower map measurements when compared to the calf oscillometric pressure. Clearsight displayed 10 to 20 mmhg lower than the calf oscillometric pressure and provided an estimated stroke volume of 47 to 53 ml and a cardiac index of approximately 2.7 l over min over m2 throughout the procedure. The finger cuff was placed on the left third digit with the finger side heart reference sensor attached. Patient was a 65 year old female with right shoulder arthscopy.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.